Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and display device were unable to complete a data transfer. The reported event of loss of connection is reportable based on the finding of the transmitter and display device were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.